Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited lead dislodgement, it had migrated. The rv lead was pulled back and r epositioned in the right ventricle. It was also reported that the lead perforated. No further patient complications have been reported as a result of this event.